Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the paint on the back of the pump where the cartridge slides into began to chip and "bubble up" due to being exposed to perspiration. Reportedly, the customer had difficultly loading a cartridge onto the pump. There was no impact to blood glucose. Reportedly, the customer was able to load a cartridge onto the pump and continued to use the pump for insulin therapy.